Event description:
It was reported that during a da vinci-assisted surgical procedure, while removing the large hem-o-lok clip applier wires were found exposed. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm large hem-o-lok clip applier instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a broken grip cable at proximal inside the housing. The cable was fully broken, likely causing failure of proper grip tension at the distal wrist.

Event description:
Refer to h11 for follow-up information.